Event description:
Reportedly, the ICD involved in this MDR report was implanted on (B)(6) 2011. During a f/u performed on (B)(6) 2011, it was observed an abnormal right ventricular coil continuity (>3000 ohms) starting from (B)(6) 2011. Reoperation occurred on (B)(6) 2011 and the lead measurement with a pace system analyser did not show any anomaly. The device was explanted and returned for analysis. Another ICD was successfully implanted.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.